Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a normal end of life ipg replacement procedure on (B)(6) 2025, it was noticed that a piece of the silicone part of the lead was missing. The lead was left implanted, and therapy was restored postop.